Manufacturer narrative:
Customer contact reports no patient information available. The hospital reported that after replacing the gas module, the issue resolved and the unit was returned to service.

Event description:
The hospital reported increased fico2 readings during ventilation. The gas module was replaced and the case was resumed without incident. There was no report of patient injury.